Event description:
During a laparoscopic procedure, as the abdominal cavity was being filled with insert gas to distend the abdominal wall, the insufflator failed, resulting in loss of the maintenance of the distention. The surgeon was looking for a bleeding condition, and so decided to convert to an open procedure.